Manufacturer narrative:
No medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported that lead dislodgement and high thresholds were observed. The lead was explanted and replaced when attempted repositioning was unsuccessful.